Event description:
The customer observed false positive alinity I total b-hcg for a 38 year old female patient. The following results were provided: sid (B)(6), (B)(6) 2026, initial b-hcg result= 75.8 miu/ml; (B)(6) 2026, repeat result= 2.3 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Section e1 ¿ phone number complete entry = (B)(6). This report is being filed on an international product, list number 07p51-30, that has a similar product distributed in the us, list number 07p51-31, and a 510k number of k170317.